Manufacturer narrative:
(B) (4). The device was not returned for eval. Hypotension is a know potential adverse event, associated with the use of carotid stents as stated in the IFU. Hypotension may also occur during carotid interventional procedures adn is an anticipated response of the human body to stimulus of the carotid bulb. The reported hospitalization was in response to the pt symptoms. Although a conclusive cause for the reported hypotension and its relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The event may be related to circumstances during the case and/or the pt pre-existing health conditions.

Event description:
Device issue: none. Adverse event: hypotension. Onset of adverse event: during and post procedure. It was reported that during a right internal carotid artery stenting procedure, following post dilatation, the pt experienced hypotension that was treated with dopamine and midodrine, prolonging hospitalization. At the time of discharge, 3 days later, the hypotension was continuing. Though requested, no add'l info was provided.